Event description:
A (B)(6) old female pt contacted zoll customer support to report that the thought the vibration box was vibrating when it shouldn't be. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (vibration box vibrating when it shouldn't) has been confirmed. The cause of the vibration box vibrating when it shouldn't is a defective pca board located in the electrode belt distribution node. Upon evaluation, it was discovered that the distribution node pca failed the gel circuit, fall-off, and front end tests. The root cause of the defective pca cannot be positively identified. No adverse event resulted from the defective pca board. The pt received a replacement electrode belt.